Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: based on the available information it is believed, that the advancement difficulties observed were not related to device performance, but rather to patient condition ("there was a partial tortuous in the access route, the right cfa, (...)"). However, without an investigation of the used device, we are unable to give an exact root cause and no conclusion can be drawn. No evidence to suggest device not manufactured to current specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a y-stent graft was placed in the patient's aorta before. There was a partial tortuous in the access route, the right cfa, but no other notable problem was confirmed. The physician placed other manufacturer's stent graft from right below the brachiocephalic artery to the descending aorta. Then he inserted the delivery system of zteg-2p-38-202-pf over tscmg-35-300-les3-j, but it would not advance to the target site because the dilator tip got stuck in the previously placed stent graft. He tried several way to advance it such as adjusting wire guide tension and advancing the delivery system with torque, but failed. He removed the delivery system and replaced it with non-pro-form (zteg-2p-38-202-jp) and the replacement was used without problem to complete the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.